Manufacturer narrative:
The medical center discarded the impella pump product at explant in 2021. No investigation to root cause is possible. The failure mode will be monitored and trended. Should new information be shared, another report will follow.

Event description:
The medical center was utilizing an impella cp for support of a high risk coronary angioplasty patient in 12/2021. The patient was additionally supported by ECMO. After 1 day of support there was bilateral limb ischemia that prompted pump explant and replacement by an axillary 5.5 pump. The surpass registry review found in 9/2022 adverse events/harms and a complaint was created for the ischemia and early explant. Blood products additionally were infused for the access site hematoma of the impella. The hematoma was treated by multiple units of blood products, platelets, and ffp.

Manufacturer narrative:
Since the original report was filed the clinical review and investigation has completed. The access site bleed was found to be due to improper technique by the user. The introducer sheath was peeled while still in the vessel resulting in bleeding. The limb ischemia was determined to be due to patient condition. Both failure modes will be monitored and trended.